Event description:
Reportedly, around the (B)(6) 2022, the smartview monitor light was off. When the patient's family plugged and unplugged the power cable, the device turned on once, but after it switch off. The patient's family contacted the help desk with the above information on (B)(6) 2022. With no lights on the smartview monitor, wirex confirmed that the three signal strength lights were fine. No change even after turning the power off and on. The help desk determined that there might be a problem with the smartview monitor, so help desk decided to take back the monitor and replace it.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, around the on (B)(6) 2022, the smartview monitor light was off. When the patient's family plugged and unplugged the power cable, the device turned on once, but after it switch off. The patient's family contacted the help desk with the above information on (B)(6) 2022. With no lights on the smartview monitor, wirex confirmed that the three signal strength lights were fine. No change even after turning the power off and on. The help desk determined that there might be a problem with the smartview monitor, so help desk decided to take back the monitor and replace it.

Manufacturer narrative:
Evaluation: upon reception, the returned smartview pstn was tested and the reported behavior could not be confirmed: the device could be interrogated with a test implant and communication was successfully established with it. Moreover, the home monitor could successfully send data to the back office. The root cause of this issue could not be determined; however, it could be the result of a poor connection to the mains. No anomaly is suspected with the subject device.